Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. However, teflon pad damage can result from continous activation of the output without tissue between the probe and the grasping section. If any additional and significant information is received, this report will be supplemented.

Event description:
Olympus was informed that during a laparoscopic tubule ligation gynecological procedure, the teflon pad melted on the front actuated grip hand piece. There was no patient injury reported. The thunderbeat was used along with a usg-400 generator and the settings were unknown at the time of the incident. The procedure was completed with a similar device. Olympus has attempted to follow up with the customer by phone and in writing with no results. No further information is available at this time.